Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl with small ketones; cause unknown. Customer administered a correction bolus via the pump as well as performed a supply change to address the bg. Reportedly, due to the elevated bg, the customer required assistance from their spouse in getting fluids and checking bg levels. Customer had been nauseous and vomited due to the bg. Tandem technical support performed a full pump system check and verified that pump was operating appropriately. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.